Event description:
The device was returned to the service center with a report from the customer contact that the device was not working. It was reported this occurred prior to patient use. No additional information was provided. There was no indication of a reportable malfunction. However, during verification testing at the service center, the device alarmed with a check cassette p alarm code and pressure sensor calibration drift was noted.

Manufacturer narrative:
During testing at the service center pressure sensor calibration drift was noted during the air in line test. The device alarmed for check cassette p instead of the intended air in line alarm. This was found to be due to the pressure sensor being out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.